Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to an intermittent issue with the down rocker switch. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 25745 was found pointing to the tornado down button, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known working system where the tornado down button was not working. The usm was then installed on a patient side cart (psc) fixture test platform (pftp) where the button test failed on tornado down button. The axes controller spar button board 3 was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a faulty axes controller spar button board 3 in the usm.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, intuitive surgical inc. Representative reported to field service engineer (fse) to technical service engineer (tse) that the down button the patient clearance button does not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the representative confirmed that the issue was identified during the procedure after ports placed. The universal surgical manipulator (usm) arm was replaced with the issue. The procedure was robotically completed in the original configuration; however, they did not use the patient clearance button and did the procedure without using the button near the joint.